Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided, however best estimate is between 3/6/2018 - 4/24/2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was explanted from the patient's left eye due to poor vision secondary to mechanical complications of the device. There was no incision enlargement, vitrectomy or sutures done. The patient is fine post-op. The replacement lens was a non-johnson & johnson surgical vision iol. No other information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/21/2019. Device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received; visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.